Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would repeatedly become jammed and need to be replaced. There was no reported adverse impact to the customer's blood glucose level. Reportedly,the pump was out of warranty and the customer declined to provide further information.